Manufacturer narrative:
It was reported that this control unit 4.0 exhibited a temperature alarm which could not be resolved, and the procedure was cancelled. The device was not received for analysis despite multiple inquiries regarding return status. However, based on a thorough review of the reported complaint and review of the control unit 4.0 log files, it was found that there was an e311 error during the treatment. This was deemed an isolated event, associated with the ekos catheter. The control unit 4.0 was last serviced 25oct2022. There were no complaints created between the most recent date of service and the currently reported events to suggest performance issues. Therefore, it was considered fully functional with no issues from 25oct2022 until the reported event date. Boston scientific concludes the most probable root cause as no problem detected. As log files indicate that the issue occurred as a result of the catheter and not the console, the console event is no longer reportable.

Event description:
It was reported that the procedure was cancelled. During an ekos procedure, this control unit 4.0 exhibited a temperature alarm which could not be resolved. The procedure was subsequently cancelled. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. During an ekos procedure, this control unit 4.0 exhibited a temperature alarm which could not be resolved. The procedure was subsequently cancelled. No patient complications were reported.